Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged power issue began on the last tuesday or wednesday of (B)(6) 2012 at 9 a.m. The patient reported managing her diabetes with humalog (sliding scale) and lantus (20 units every night). The patient denied making any changes to her normal diabetes management as a result of the alleged issue. The patient claimed to develop blurred vision, blurred speech, confusion and sweatiness 20 minutes after the alleged issue started. At the onset of symptoms the patient claimed to have treated herself with food and/or drink. The patient denied testing her blood glucose with any other device. At the time of troubleshooting the cca walked the patient through a retest and the patient was able to turn the subject meter on with a test strip and manually. The cca confirmed that there was no misuse to the subject meter and that the patient was using the correct test strips. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.